Event description:
It was reported that when using the pyxis medstation es system, it had a patient data issue, single patient not showing on pyxis es on a specific pyxis machine. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a user error, patient inactivity setting it was five days. The technical service engineer changed the inactivity days setting to fifteen days to resolve the issue. The system functioned as intended after the technical service engineer troubleshot t